Manufacturer narrative:
(B)(4. Initial report sent 06/20/2012 under MDR number 1717344-2012-00668. Sent 02/18/2014. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the surgical resident clamped on tissue and activated but the device would not open during an open splenectomy procedure. The device was cut off of tissue with another instrument. The chief of surgery noted that the device should have been cleaned more frequently and utilized in a different way in order to prevent the issue from occurring. Another device was used to finish the case and there was no patient injury.